Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing will function appropriately until the patient tries to administer a patient controlled analgesic dose in which the tubing will leak at the end closest to the patient where the soft tubing and the connector piece connect. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set showed no damage or anomalies. Examination under magnification showed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing and the male luer adapter. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the tubing will function appropriately until the patient tries to administer a patient controlled analgesic dose in which the tubing will leak at the end closest to the patient where 'the soft tubing and the connector piece' connect. There was no patient harm.

Event description:
The customer reported that the tubing will function appropriately until the patient tries to administer a patient controlled analgesic dose in which the tubing will leak at the end closest to the patient where 'the soft tubing and the connector piece' connect. There was no patient harm.